Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was 200-300s mg/dl. A bolus via the pump was used to address the bg level. A system check was performed using the current supplies on the pump and the occlusion appeared to be related to the infusion set site. The customer declined to remove the cannula to inspect it for damage as it was just changed. The customer was able to deliver a bolus without another alarm occurring.